Manufacturer narrative:
On (B)(6), dialysis clinic accidentally connected the product water line to the disinfection port of the portable ro system (ports are color coded, unit manufactured prior to 2005). One patient was dialyzed with de-chlorinated water that had not been treated by the reverse osmosis water system. Clinic tested the water and found elevated sodium and fluoride levels. No patient or worker injuries were reported. This complaint will continue to be maintained within the mar cor complaint system.

Event description:
Patient was dialyzed utilizing de-chlorinated water that has not been processed by the portable ro system. Biomed manager was not aware of any patient issues (one patient).